Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h. Device manufacturers only. B3 - date of event: event date was not reported and estimated based on aware date. D6a - implant date: date was not reported and estimated based on aware date. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the delivery system was stuck on the guidewire. A carotid wallstent and filterwire ez were selected for use to treat carotid stenosis. The stent was successfully implanted. During the withdrawal process of the stent delivery system, the delivery system was stuck on the guidewire. The guidewire, filterwire and the stent delivery system were removed from the patient, together as one unit. The procedure was completed with these devices. There were no patient complications as a result of the event.

Event description:
It was reported that the delivery system was stuck on the guidewire. A carotid wallstent and filterwire ez were selected for use to treat carotid stenosis. The stent was successfully implanted. During the withdrawal process of the stent delivery system, the delivery system was stuck on the guidewire. The guidewire, filterwire and the stent delivery system were removed from the patient, together as one unit. The procedure was completed with these devices. There were no patient complications as a result of the event.

Manufacturer narrative:
B3 - date of event: event date was not reported and estimated based on aware date. D6a - implant date: date was not reported and estimated based on aware date. E1 - initial reporter phone: (B)(6).